Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia with heavy clotting") and dysmenorrhoea ("severe cramping during before and during menstrual cycle"). On (B)(6) 2017, the patient experienced nausea ("nausea") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vomiting ("sporadic vomiting"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, abdominal pain and vomiting outcome was unknown and the menstruation irregular, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: she had the need for additional surgery. She will have surgery to remove the essure implant in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received with her demographic condition. Following events added: irregular bleeding, abnormal bleeding (vaginal), sporadic vomiting, menorrhagia and heavy clotting, nausea, severe cramping, fibroids and abdominal pain. Lab data added, outcome of event nausea, irregular bleeding and severe cramping was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, uterine bleeding, night sweats, vaginal dryness, scar on (B)(6) 2017, vaginal discharge on (B)(6) 2017, retinal hole in 2017, bunion, yeast infection, hysterectomy in (B)(6) 2016 and fibroids (hysterectomy, partial and endometriosis and fibroids (B)(6) 2016). Psychological or psychiatric problems: marital problems. Concurrent conditions included body mass index normal, polyphagia, allergic reaction to analgesics, allergic reaction to analgesics, uterine leiomyoma, cyst of ovary, vaginitis, menstrual cramps, menometrorrhagia, bacterial vaginosis, uterine bleeding since (B)(6) 2017 and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia with heavy clotting / "), dysmenorrhoea ("severe cramping during before and during menstrual cycle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"). In (B)(6) 2012, the patient experienced nausea ("nausea") and vomiting ("sporadic vomitting") and was found to have uterine leiomyoma ("fibroids /uterine leiomyoma"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, abdominal pain, vomiting and mental disorder outcome was unknown and the menstruation irregular, nausea, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, mental disorder, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vomiting and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had the need for additional surgery. She will have surgery to remove the essure implant in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Lot number:810890, manufacture date:2010-12, expiration date:2013-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, uterine bleeding, night sweats, vaginal dryness, scar on (B)(6) 2017, vaginal discharge on (B)(6) 2017, retinal hole in 2017, bunion, yeast infection, hysterectomy in (B)(6) 2016 and fibroids (hysterectomy, partial and endometriosis and fibroids (B)(6) 2016). Psychological or psychiatric problems: marital problems. Concurrent conditions included body mass index normal, polyphagia, allergic reaction to analgesics, allergic reaction to analgesics, uterine leiomyoma, cyst of ovary, vaginitis, menstrual cramps, menometrorrhagia, bacterial vaginosis, uterine bleeding since (B)(6) 2017 and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia with heavy clotting / "), dysmenorrhoea ("severe cramping during before and during menstrual cycle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"). In (B)(6) 2012, the patient experienced nausea ("nausea") and vomiting ("sporadic vomiting") and was found to have uterine leiomyoma ("fibroids /uterine leiomyoma"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced marital problem ("psychological or psychiatric problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, abdominal pain, vomiting and marital problem outcome was unknown and the menstruation irregular, nausea, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, marital problem, menorrhagia, menstruation irregular, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vomiting and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had the need for additional surgery. She will have surgery to remove the essure implant in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Amendment: the report was amended on 26-mar-2019 for the following reason: coding correction: the previous event term "psychological or psychiatric problems: marital problems" was changed to "psychological or psychiatric problems" and recoded to mental disorder. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, uterine bleeding, night sweats, vaginal dryness, scar on (B)(6) 2017, vaginal discharge on (B)(6) 2017, retinal hole in 2017, bunion, yeast infection, hysterectomy in october 2016 and fibroids (hysterectomy, partial and endometriosis and fibroids (B)(6) 2016). Concurrent conditions included body mass index normal, polyphagia, allergic reaction to analgesics, allergic reaction to analgesics, uterine leiomyoma, cyst of ovary, vaginitis, menstrual cramps, menometrorrhagia, bacterial vaginosis, uterine bleeding since (B)(6) 2017 and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia with heavy clotting / "), dysmenorrhoea ("severe cramping during before and during menstrual cycle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"). In (B)(6) 2012, the patient experienced nausea ("nausea") and vomiting ("sporadic vomiting") and was found to have uterine leiomyoma ("fibroids /uterine leiomyoma"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced marital problem ("psychological or psychiatric problems: marital problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, abdominal pain, vomiting and marital problem outcome was unknown and the menstruation irregular, nausea, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, marital problem, menorrhagia, menstruation irregular, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vomiting and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had the need for additional surgery. She will have surgery to remove the essure implant in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received. Event: infection (bladder/ urinary tract/vaginal) type: uti; vaginal yeast infection, psychological or psychiatric problems condition: marital problems, dyspareunia (painful sexual intercourse) were added, outcome of these events were updated. Medical history was added. Lot number received. On 21-mar-2019: fu10 and fu11 processed together. Medical record received, new reporters added and patient medical history added incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe pain") and genital haemorrhage ("heavy bleeding on multiple occasions") in a 56-year-old female patient who had essure (batch no. 810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, uterine bleeding, night sweats, vaginal dryness, scar on (B)(6) 2017, vaginal discharge on (B)(6) 2017, retinal hole in 2017, bunion, yeast infection, hysterectomy in (B)(6) 2016, fibroids (hysterectomy, partial and endometriosis and fibroids (B)(6) 2016), cold, sinus infection, bronchitis, multiple allergies, shoulder injury, physical therapy, retinal hole, bunionectomy, oral surgery and eye operation. Psychological or psychiatric problems: marital problems. Previously administered products included for an unreported indication: steroid, advil, alieve, mucinex, tylenol, azo cranberry, collagen, fiber, emergen-c, buckley's, pepto bismol and multi vitamin. Concurrent conditions included body mass index normal, polyphagia, allergic reaction to analgesics, allergic reaction to analgesics, uterine leiomyoma, cyst of ovary, vaginitis, menstrual cramps, menometrorrhagia, bacterial vaginosis, uterine bleeding since (B)(6) 2017 and endometriosis. Concomitant products included ondansetron for nausea as well as azithromycin (azasite), benzonatate, dexamethasone;tobramycin (tobradex), diclofenac sodium, hydrocodone, ibuprofen, lidocaine (lidocaine 5% extra), macrogol 3350 (dulcolax balance), macrogol 3350 (miralax), nonoxinol;sodium lauryl sulfate (poison ivy) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding/embarrassment of soiling her clothing at work due to irregular periods and heavy bleeding on multiple occasions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia with heavy clotting"), dysmenorrhoea ("severe cramping during before and during menstrual cycle"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection/yeast infections"). In (B)(6) 2012, the patient experienced nausea ("nausea") and vomiting ("sporadic vomitting") and was found to have uterine leiomyoma ("fibroids /uterine leiomyoma"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced mental disorder ("psychological or psychiatric problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain related to severe abdominal cramps"), nasopharyngitis ("cold"), sinusitis ("sinus infections"), bronchitis ("bronchitis"), multiple allergies ("allergies"), anxiety ("anxiety"), emotional distress ("emotional distress"), anhedonia ("loss of enjoyment of life") and loss of libido ("lack of intimacy"). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, uterine leiomyoma, abdominal pain, vomiting, mental disorder, nasopharyngitis, sinusitis, bronchitis, multiple allergies, anxiety, emotional distress, anhedonia and loss of libido outcome was unknown and the menstruation irregular, nausea, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection and dyspareunia had resolved. The reporter considered abdominal pain, anhedonia, anxiety, bronchitis, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, loss of libido, menorrhagia, menstruation irregular, mental disorder, multiple allergies, nasopharyngitis, nausea, pelvic pain, sinusitis, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vomiting and vulvovaginal mycotic infection to be related to essure. The reporter commented: she had the need for additional surgery. She will have surgery to remove the essure implant in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Manufacture date:2010-12 expiration date:2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received - new event nasopharyngitis, sinusitis, bronchitis, multiple allergies, anxiety, emotional distress, anhedonia, loss of libido and genital hemorrhage were added. New reporter were added. Medical history were added. Concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report